Event description:
It was reported that the patient was in atrial fibrillation and being cardioverted. The patient was shocked 3 times and after each shock the patient experienced about a minute of transient diaphragmatic stimulation. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.